Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device disposition unknown.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could not be confirmed, based on available medical records and experts opinions. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert and he opined below: ¿the CT-scan shows that all the components of the device are intact (tibial tray, stem, pe liner and talar component). No disassembly from any component. Status after 2 suture fixation of the syndesmosis, small metal anchor plates still present, not interfering with the tar. Status after osteosynthesis of the distal tibia, hardware removed, no fracture at this moment. There is radiolucency around the tibial component stem proximally, width less than 2 mm. Tibia tray and distal parts of the stem fixed well to the bone. Talar component well-fixed.¿ based on available information, the conclusions is most likely patient-related (bone quality). Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by poor bone quality. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. The patient has pain and loosening of the tibial stem of the prosthesis. No surgery has been performed. The patient has been undergoing physical therapy with no resolution.